Event description:
On may 17, 2006, the facility contacted baxter customer service to report an arena hemodialysis instrument had a high bacterial count. There was no pt injury or medical intervention reported in association with this incident. On may 17, 2006, a baxter field service rep (fsr) went tot he facility to disinfect the incoming water line. No furhter info is available at this time. If addl info becaomes available, a f/u report will be sent.

Manufacturer narrative:
Baxter has opened CAPA rtb-CAPA-44 to further investigate high bacterial count issues. This CAPA is currently in process.